Event description:
Customer states prior to use on a patient during pre-test a doctor confirmed the cuff would not be inflated.

Manufacturer narrative:
The sample is expected to be returned for analysis.